Manufacturer narrative:
Based on receiving new information, the following fields have been updated accordingly. Age/date of birth: (B)(6), sex/gender: female, dr. (B)(6), physician. The surgeon commented that the patient had a good outcome. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was removed/replaced within the initial procedure. (B)(4). Device evaluation: the complaint product was returned in its original packaging. Plunger was observed in a fully advanced position. Cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at microscope magnification was performed: pushrod was exposed out of the cartridge tip. Scarce number of lubricant residues can be observed in the device. Lens was received out of the device. Lubricant material residues and loose particles were observed on the lens surface. Lens was torn and a piece of edge was missing, it could be related to the removal process. According to the initial report the posterior capsule developed a tear during implantation and lens was removed due to vitrectomy. There is no issue reported to the lens. Based in the analysis there is no indications of product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's posterior capsule developed a tear during the insertion of a pcb00 intraocular lens (iol). Vitrectomy along with a suture was used during the initial procedure. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.